Manufacturer narrative:
The actual device was received for evaluation. Visual inspection was performed and the silicone tubing was found disconnected from the valve body outlet port. Functional testing could not be performed. The detached outlet tube would cause a leak, therefore the reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set leaked. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.